Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced communication issues with ipg. Patient said he would lose communication with ipg and then when he finally got it to connect back to programmer it would be off. Patient lost therapy approximately around (B)(6) of 2021. As such, surgical intervention took place wherein the ipg was replaced and reportedly effective therapy was restored.